Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The manufacture date for this electrode is july 29, 2015.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to a confirmed pocket infection. The clinical site reported dehiscence at the pocket lateral margin at which location the device edge was protruding into the subcutaneous tissue. No other adverse effects were reported and no return of product is expected.